Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) indicated that the hcp had no information on the patient since he moved. The patient recently got divorced and moved. He was supposed to be seen in his new area if he wanted to continue with his pump medications. He did not show up there for his scheduled follow-up appointment for a pump refill. The hcp had not heard from the patient since. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl and bupivacaine via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient showed up at their facility with an alarming pump. Interrogation confirmed that the pump went empty, and the patient stated that it has been empty for 10 days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.